Manufacturer narrative:
One straight silicone I/a tip was received for a posterior capsule tear. One lot number was identified with this complaint: lot manufactured in january 2014. The device history record for the lot was reviewed. No abnormalities that could have contributed to the customer complaint issue were found during the device history record review. The product was released according to acceptance criteria. A complaint history review indicates no additional complaints were associated with this lot number. A visual inspection of the silicone I/a tip was performed using 20x magnification. The silicone I/a tip is visually acceptable. No root cause was identified from the product investigation because the silicone I/a tip sample was manufactured to its specification. The reason for the pc tear cannot be determined from this eval. All silicone I/a tips are 100% visually inspected by trained operators using 20x magnification during the manufacturing process. (B)(4).

Event description:
An ophthalmic surgeon reported that the irrigation/aspiration tip punctured the capsule during final cortex clean up of a cataract with intraocular lens implant procedure. The surgeon believes that the tip was defective. The pt was treated with an oral carbonic anhydrase inhibitor post operatively.